Manufacturer narrative:
Wide spread corrosion of internal components was identified as the probable cause of the failure.

Event description:
The micro sagittal saw was sent in for evaluation due to overheating. There was no patient involvement, no adverse event was reported.